Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "During use of appliers, either they are crossed or not closed enough and do nit hold effectively." Patient status unknown.

Manufacturer narrative:
On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. Additional information was requested and none provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.